Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the cover ring attachment was cracked and the ring attachment was missing. Analysis also found a pin was found stuck in the ventricle connector and the battery contacts were visibly contaminated. It was noted one cover bail attachment and bail attachment were missing.

Event description:
It was reported the case is broken. The epg (external pulse generator) was returned to the manufacturer for service, analyzed and tested out of specification. No patient complications have been reported as a result of this event.